Event description:
It was reported that during a coronary stenting procedure, a balloon rupture occurred. The 100% stenotic, de novo lesion was located in the moderately tortuous and severely calcified distal right coronary artery. The physician performed a dilation with an unspecified device and then advanced a 1.5x8mm apex push balloon to the lesion. Significant resistance was encountered during advancement, but the device was able to cross the lesion. On the first inflation the balloon was inflated to 4atms and the balloon ruptured. The device was removed intact. The procedure was completed with a 2.5x15mm apex balloon and three promus stents (2.5x28mm, 3.0x28mm and 3.5x28mm). No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Suspect medical device, lot #: architect reaction vessel lot 71450p100, device MFR. Date: 11/25/08, expiration date: na concomitant medical device: architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated from time to time, architect i2000sr error code 1007 (unable to process test, activated read failure) was generated intermittently. The customer re-analyzed the samples with this error code, and results were okay. The customer performed troubleshooting by checking the bulk solutions and the aspirator tubes and sensors, however, the errors continued. The customer stated the quality controls were okay. There was no impact to patient management.

Manufacturer narrative:
(B)(4), suspect medical device: reaction vessel lot 71450p100, expiration date: na evaluation:no method, results or conclusions can be made at this time. Upon further review, an additional lot of suspect medical device was in use at the customer facility associated with remedial action reporting number 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.